Manufacturer narrative:
Asku

Manufacturer narrative:
Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in partial segments and analyzed and no anomalies were found. It was noted that the distal conductor was stretched, had blood/body fluid (not obstructed), and a fracture due to over stress. It was also noted that the outer insulation had a breached cut and there was damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high thresholds. That lead was capped. During the implant attempt of the rv lead the first replacement rv lead dislodged and was removed and not used. An entirely new rv lead was eventually successfully placed. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had high thresholds. That lead was capped. During the implant attempt of the rv lead the first replacement rv lead dislodged and was removed and not used. An entirely new rv lead was eventually successfully placed. No patient complications have been reported as a result of this event. It was further reported that the right ventricular lead that was capped had loss of capture. No patient complications have been reported as a result of this event.